Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The report event of high impedance was confirmed. As received, visual inspection showed the returned penta lead found a kink on the outer tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention took place on 21 june 2023 wherein the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken to address the issue.